Manufacturer narrative:
(B)(4). Batch # iyzd09053. The device was returned with the upper jaw detached and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed and certified by external manufacturing that the manufacturing criteria was met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a laparoscopic hepatectomy procedure, the jaw of the device didn't close properly. It looks like one part of the jaw is too loose. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.